Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient experienced inflation issues with his inflatable penile prothesis (ipp) due to the pump staying flat when pressed. Physician cycled the device several times finding no issues, but in order to satisfy the patient a new ipp was implanted. There were no patient complications.